Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a polarsheath was selected to be used in a paroxysmal atrial fibrillation (paf) de novo ablation procedure. During preparation it was noted that fluid was leaking from the catheter handle. The sheath was exchanged and the procedure was completed. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.